Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the demonstration there was a backflow in powerpicc solo 3cg, after seeing this problem the nursing in charge connected needle free connector with the catheter. It was reported this occurred with 2 devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleedback is confirmed; however, the exact cause is unknown. One video and three photographs of two 4 fr powerpicc solo catheters were returned for evaluation. An initial visual observation of the video showed a 4 fr powerpicc solo catheter inserted into a patient. Blood was observed in the extension leg of the catheter and blood was observed to be flowing out of the proximal end of the luer hub in the returned video. The returned photographs appear to be of a different sample. In one of the returned photographs, blood was observed to be in the extension leg of the PICC. In the other two photographs, a clear liquid was observed in the extension leg. No damage was observed on either sample in the returned photographs and video, and there were no distinguishing features in the returned video and photographs of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.